Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a female patient had a skin irritation the patient's skin was red and itchy around the elastic strap but the patient's skin was not open follow-up indicated that the patient's physician instructed the patient to remove the device for a period of time. The outcome of the rash is unknown.